Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. The awl was returned to the manufacturer for analysis. Analysis found that the returned instrument had impact marks at the back end causing fit issues with a mating navlock tracker. Analysis found that the reported event was related to a mechanical issue. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure while tidying up that the awl instrument was deformed. There was no patient present.

Manufacturer narrative:
Corrected to device available: yes.